Manufacturer narrative:
This is a supplemental MDR to report the investigation results (MDR aware date 08jan2024). The device was returned for analysis. Analysis of the device found that there were no visual defects on the proximal shaft or the distal shaft of the needle. In addition, inspections of the sideports, proximal to distal hypotube joint, handle, and the connector showed that they all appear to be free of defects. Foreign matter was not noted during the investigation. Sections h6 (evaluation method codes) and h6 (evaluation conclusion codes) have been updated.

Event description:
It has been reported that an nrg transseptal needle experienced an issue where it was exposed to foreign material. No patient complications reported. Device and procedure outcome are unknown. Product is expected to return for analysis.

Event description:
It has been reported that an nrg transseptal needle was selected for use for an unknown procedure. It has been mentioned that the user experienced an issue where the needle was exposed to foreign material upon inspection. No patient complications reported. Device and procedure outcome are unknown. Product is expected to return for analysis.

Manufacturer narrative:
The device has not yet been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.